Event description:
It was reported that the implantable pulse generator (ipg) triggered a polarity switch for the lead following patient treatment with radio-frequency ablation. An ipg device check was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5086 lead, implanted: unknown. (B)(4).